Manufacturer narrative:
Concomitant medical products: d154awg ICD, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had intermittent atrial undersensing during a ventricular fibrillation (vf) episode. The lead remains in use. No patient complications have been reported as a result of this event.